Manufacturer narrative:
While it is not definitively known if the jeltrate used in this case caused or contributed to the pt's symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event is reportable per 21 cfr part 803. The lot number provided was determined to be invalid.

Event description:
It was reported that five students developed allergic reaction symptoms after 3-6 impressions were taken on each student using jeltrate. Two pts developed red dots on the gingiva, two had "fire red lips and cheeks," and one had sloughing under the tongue. The students were advised by the supervising clinician to take benadryl to alleviate the symptoms and were reported as being okay the following day.